Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "pain and fluid". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to h10 related report numbers: this record, mrn 9617229-2025-06962, and mrn 9617229-2025-07141 relate to the same device. - mrn 9617229-2025-06962 is reporting current/ongoing events regarding the right-side device for this patient. - mrn 9617229-2025-07141 is reporting the event of right-side seroma treated in 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; "moderate seroma"; capsular contracture baker grade IV.

Event description:
Patient reported right side "a little fluid and a lot of pain". Healthcare professional later reported right side capsular contracture baker grade IV, "moderate amount of fluid in the right breast (late seroma)", "implant rupture", and "calcifications". Healthcare professional also reported "cysts", which is not device-related. Device remains implanted.